Event description:
It was reported that a balloon rupture occurred. A 70% target lesion was located in the moderately calcified left anterior descending artery. A 6mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 12 atm. The device was removed smoothly and completely from the patient's body. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft identified a break 27cm distal to the strain relief, and multiple hypotube kinks were noted along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. During functional testing, the device was attached to an encore inflation unit using an inflation aid and the balloon was successfully inflated without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 70% target lesion was located in the moderately calcified left anterior descending artery. A 6mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 12 atm. The device was removed smoothly and completely from the patient's body. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.